Event description:
Injuries to oral mucosa [mouth injury] defect appeared in the brush attachment - metal pin detachment [device breakage] product counterfeit [product counterfeit] case description: consumer e-mailed and stated that a defect appeared in the brush attachment he was using (metal pin detachment). No serious injury was reported.

Manufacturer narrative:
17-apr-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Injuries to oral mucosa [mouth injury]. Defect appeared in the brush attachment - metal pin detachment [device breakage]. Case description: consumer e-mailed and stated that a defect appeared in the brush attachment he was using (metal pin detachment). No serious injury was reported.